Event description:
After the patient had undergone the procedure, the doctor determined she was a candidate for the mynx closure device. He followed appropriate procedures to make this determination and appropriate technique in deploying the device. The mynx was deployed at 1051 and by 1055 the patient had developed a significant hematoma. Manual pressure was applied and at 1105 a femostop was applied to obtain hemostasis. The patient was transported to ccu for observation. Further testing demonstrated the patient had a left groin pseudoaneurysm which was treated at bedside with a thrombin injection. The patient was discharged to home.